Event description:
The customer reported that discrepant or imprecise cardiac troponin (accutni) results were generated on the access 2 immunoassay system for multiple patients. This report represents the erroneous accutni result generated for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer provided information indicated that an elevated, "positive" accutni patient result was generated for one patient. The accutni result was reported out of the laboratory and the patient was transferred, and assumingly admitted, to another hospital based upon the elevated accutni result. A subsequent retest on the same instrument generated a lower accutni result within the normal reference range of the assay. A corrected report was issued. Additionally, the patient was redrawn and tested upon arrival at the admitting hospital, and the corresponding accutni result was "negative." The in-use reagent was noted as possessing a thin layer of foam after the generation of the erroneous result. The sample was collected in a serum tube with a gel separator. The sample was stored at room temperature and refrigerated prior to retest. The sample was centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that, a system check performed by the customer on (B)(6) 2012 passed within instrument specifications. There were no event log messages generated in connection with this event. Patient specific information was not provided by the customer. No other assays were in question as part of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the seals on the wash pump and precision pumps, and adjusted the ultrasonic transducer voltage. The fse subsequently performed system checks, service assays and troponin precision assessments which all generated acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A hardware malfunction is the likely cause for this event. Mdrs associated with this event: 2122870-2012-00364, 2122870-2012-00436, 2122870-2012-00365, 2122870-2012-00437.